Event description:
The problem was with a thoratec heartmate ii, left ventricular assist device. The base power unit stopped for no apparent reason since it was plugged into a working outlet. The pump stopped, heartbeat stopped, became comatose, airlifted to emergency, in coma for 5 days. The unit failed 2 more times; once at the emergency department of desert hospital, palm springs and again at emergency department of sharp memorial hosp, san diego. In both cases it was plugged to a working outlet and would not activate. I was airlifted to sharp after a short stary at desert hosp.